Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving clonidine (6.006mcg/day), hydromorphone (1.201 2mg/day), bupivacaine (1.2012mg/day), and baclofen (6.0006mcg/day) via an implanted infusion pump. It was reported that after surgery to implant the pump on (B)(6) 2020, the patient developed bloody water where the pump was. It was noted that the patient had a "big huge thing" in their stomach and no one had been able to get into the pump since the surgery.